Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). UDI# - (B)(4). The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed noted no related nonconformance, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all service on serial number (B)(4) prior to 25 october 2018, the device was noted to have been previously serviced seven times, the last service being for preventative maintenance completed on 20 june 2017. On 25 october 2018, it was reported from zimmer (B)(6) that a dermatome was found during maintenance to not be cutting well. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 5 november 2018 noted that the calibration was out of specifications at the zero setting only and that the dermatome ran within motor speed specifications. Repair of the dermatome occurred the same day and involved replacing the vespel and semi-circle bearings. The technician then tested and verified that the device was functioning as intended, then returned the dermatome to service without further incident. The device was tested, inspected, and repaired. While the service technician found that the device was out of calibration at the zero setting, in order for the device to take a graft during use, the dermatome has to be set to another thickness setting. As such, the service technician was unable to find a failure that would result in the dermatome taking an insufficient cut and the cause of the reported issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was not cutting properly. The event was discovered during preventative maintenance. There was no patient involvement. No adverse events were reported as a result of this malfunction.